Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years later, computed tomography of the abdomen and pelvis with contrast revealed the filter was present in the infrarenal inferior vena cava. The medial limb of the filter extends extraluminal. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 09/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately two years later, post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.